Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, there was difficulty with removing the stapler from the cavity. The anvil was tilted after firing but tightened to the anastomosis. The stapler was removed from the rectum by using force. The anastomosis of the rectum was damaged by the tilted anvil. Anastomosis was corrected via another stapler.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and cross cutting staple line marks were also observed on the mylar cutting ring. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and cross cutting staple line marks in the mylar cutting ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.